Event description:
The user facility alleges, a child slipped through the slats in the rails. Further information was not provided at this time.

Manufacturer narrative:
The user facility confirmed that the event resulted in red marks and abrasions to the patient, and that no medical intervention was received by the patient. The user facility stated they could not identify which unit this event occurred on. The user facility confirmed that there were no alleged defects with the unit related to this issue and that the account has been using ultracomfort mattresses and seizure pads in order to block the openings in the side rail.

Event description:
The user facility alleges, a child slipped through the slats in the rails.